Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site troubleshoot the issue. The fse replaced the multiple parts, including the ion selective electrolyte (ise) mix motor, valve and solenoid valve. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Age or date of birth, weight, and ethnicity: information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The erroneous result was reported outside of the laboratory. The customer re-analysed the sample and a result of 140 mmol/l was obtained. Approximately twelve (12) patient results were questioned. The patient samples were reanalyzed with results considered correct by the customer. The quality control and calibration were within the laboratory's established range. Patient demographics were not provided.